Event description:
Additional information received reported the patient had not been seen in the clinic. However, it was noted that no interventions had taken place and that there was no injury.

Manufacturer narrative:
Product ID 748940, serial # (B)(4), implanted: (B)(6) 2006, product type extension; product ID 7434a, serial # (B)(4), implanted: (B)(6) 2006, product type programmer; patient product ID (B)(4), lot # n070047, implanted: (B)(6) 2006, product type lead. (B)(4).

Event description:
It was reported that the patient developed chronic regional pain syndrome in her left hand, arm, and leg after a peripheral nerve stimulator surgery on (B)(6) 2006. It was stated that this surgery did not offer relief. No further information on this event was provided. For more information on this device please refer to manufacturer report # 3004209178-2012-09645.